Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc confirmed that the customer is not repeating (B)(6) results in equivocal range per instruction for use and results in that range are reported as (B)(6) in the laboratory information system. Ccc reviewed the (B)(6) instructions for use with the customer which state:" if results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and (B)(6), then the sample is considered to be (B)(6). If 3 results are available and 2 results are (B)(6), then the sample is considered to be (B)(6)." A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service check. The cse replaced a crusty base pump and acid pump. The cse replaced a slightly bent reagent probe 1 and ran quality controls. The cse replaced the sample air pump due to high dispense voltage. The cse aligned reagent probe 1, replaces the sample probe tubing, and tightened all valves on the wash manifold. Quality controls were run, resulting within range. The cause of the (B)(6) results being reported out was a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument, erroneously reported antibodies to (B)(6) surface antigen results in the equivocal range as (B)(6). Results in the equivocal range are in the retest zone and must be repeated in duplicate. The results were reported to the physician(s). The samples were repeated in duplicate after service on the same instrument, resulting (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the operator reporting (B)(6) results.